Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in inappropriate anti-tachycardia pacing (atp). This device remains in service, however the right ventricular (rv) lead was explanted and replaced. No adverse patient effects were reported. Sh.